Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my little devils never found during surgery and still have them somewhere in me') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female/ my little devils were not found"), back pain ("lower back pain") and menopause ("menopause"). The patient was treated with surgery (2 surgeries to have everything out). At the time of the report, the device dislocation and back pain outcome was unknown and the pelvic pain had not resolved. The reporter considered back pain, device dislocation, menopause and pelvic pain to be related to essure. The reporter commented: I have 2 surgeries to have everything removed and my little devils were never found during surgery. So now I'm in menopause ((B)(6) at the time) and still have them somewhere in me. My pain level isn't much better than it was prior to surgery so I imagine I'll probably have to break down and do an exploratory one in the future. My surgeon cut my tubes in half to find them and then sent it all in to be checked. Concerning the injuries reported in this case, the following one/ ones were reported via social media: lower back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events ¿menopause¿, ¿device migration¿ and ¿pain¿ were added. New reporter was added. Age group was added. Reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.